Event description:
It was reported that during a pulmonary vein isolation procedure, an enlarged cardiac silhouette was observed, accompanied by a drop in blood pressure. Echocardiography confirmed the presence of pericardial effusion. The procedure was aborted while the patient was not under general anesthesia, and aspiration of 1000cc pericardial fluid was performed. Despite administration of an anticoagulant antagonist, persistent bleeding continued. It was alleged that the catheter may have contacted the atrial appendage. The patient required open-chest cardiac surgery for pericardial hemostasis, resulting in an extended hospitalization of one month. Following surgical intervention, the patient¿s vital signs stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath product ID: 2ach20 product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 25992 was returned and analyzed. One file was received and recorded on the reported date of the event. Patient file showed 15 applications were performed using the returned balloon catheter. During visible inspection of the physical product, no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 15 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported clinical issues, could not be confirmed through analysis. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that adverse event occurred while ablating the right lower pulmonary vein. A thoracotomy was required to treat the patient.